Event description:
The pt was implanted with a siltex saline on 7/29/97, subsequently it was noted that the pt had developed an infection in her right breast and the prosthesis was removed on 8/29/97.